Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic sensor failure.

Manufacturer narrative:
Corrected data : b5,e3,h6(clinical & impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic sensor failure. There was no patient harm reported.

Manufacturer narrative:
A getinge fst inspected fo receptacle and wiring, noting no physical damage noted. Connected fo test kit and ensured calibration and zeroing of fo line with trainer. Also passed fo sensor test without issue. Could not duplicate fo connection issues. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.